Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws misaligned and the clips did not advance properly. The hospital reported that no pt injury had occurred.